Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed a large amount of carbohydrates and did not bolus adequately for them. Customer stated their blood glucose (bg) level was over 600 (mg/dl) as a result. Customer also stated they were constipated. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.